Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the reported problem. It was determined that an anomaly in the downstream occlusion sensor was the root cause. The sensor was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
The device was reported to indicate a ¿high pressure alarm occlusion¿ status. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.